Event description:
Product analysis for the generator was completed and approved. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Information was received from clinic notes that the patient has left vocal cord paralysis. This was diagnosed by an ent. Notes mention that they will need to review diagnostics to evaluate whether or not there are any issues and if stimulation is getting to the nerve and if she¿s getting any benefit. They may consider total revision but it was noted this would be exploratory since they are unsure of the status of the vagal nerve integrity. It was noted that the patient¿s current pa was unaware of the reported issues as he inherited the patient from a previous physician but diagnostics were within normal limits. When the patient uses the magnet this does cause hoarseness. The patient is scheduled for surgery allow this has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted device was received for analysis. Analysis is underway but has not been completed to date.

Event description:
It was found via clinic notes that the patient's vocal cord paralysis has persisted since vns generator replacement. No additional or relevant information has been received to date.